Event description:
Customer's father reported hospitalization due to high blood glucose. Caller stated that he feels the insulin pump is not working. The blood glucose reading is 501 mg/dl. Customer experienced nausea, headache and ketones. Customer treated with 20 units of insulin and the blood glucose dropped to 336 mg/dl. Caller decided to take customer to the hospital, he could not check the ketones; out of ketone strips. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.